Event description:
On (B)(6) 2004, pt had an ipp device implanted. Info received on (B)(6) 2010, indicates the device is not properly functioning. On (B)(6) 2010, the entire device was removed and replaced due pt dissatisfaction. After exploration, it was found that "one of the cylinders was outside the corporal body and protruding into the scrotum."

Manufacturer narrative:
(B)(4): cylinder performed within specification. Pump performed within specification. Reservoir performed within specification. The device was returned and analyzed, rated in specification. The analysis results did not establish a relationship to a device malfunction. This is considered an unusual event in which an ams inflatable penile prosthesis was involved.